Event description:
It was reported that the ipg migrated and the patient was experiencing difficulty aligning the charger to the ipg. The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted.